Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h6, h10. Corrected fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that horizontal lines are displayed on the screen occurred due to faulty liquid crystal display screen. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 4k uhd lcd monitor the screen displays horizontal lines and is requested to be returned to the factory for repair. The issue was found during reprocessing during an unknown diagnostic procedure. The procedure was completed with the same set of device. The patient was not under sedation. There were no reports of delays, injury or death reported to olympus.